Event description:
It was reported that during implant, the lead exhibited high threshold and loss of capture. The lead was not implanted, and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a fractured outer coil at 26cm from the end of the connector pin due rib clavicular crush.